Event description:
It was reported that there was occasional out of range impedance measurements on the right ventricular {rv) lead. Eventually the lead safety switch {lss) was triggered and switched the polarity to unipolar. Oversensing of noise caused inappropriately stored non-sustained ventricular tachycardia events. The patient was asymptomatic with no asystole as the patient has a long first degree. The lead was programmed back to bipolar configuration with normal measurements upon testing. Since the patient is not dependent, the physician turned the lss back on and will continue to monitor the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).